Manufacturer narrative:
A ship history review identified one lot that had been shipped to the user facility prior to the event. A device history record review for this lot confirmed it met all material, assembly and performance specifications. The device was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. A review of the labeling found that the reported event is noted as an anticipated procedural complication associated with such procedures and is listed as such in the device dfu. From the investigation, it is most likely that the highly tortuous anatomy and interaction with the second stent system resulted in the stent migration and therefore, the most probable cause for the event is operational context.

Event description:
The device was implanted without issue at the neck of the internal carotid artery aneurysm. The physician was attempting to advance a second stent delivery system through the deployed stent but the system became caught on the stent. As the second delivery system was being removed the deployed stent was dislodged and moved into guide catheter. The physician withdrew all the devices as one unit but the device became lodged in the femoral artery. The other devices were removed from the patient without issue. A vascular surgeon surgically removed the stent from the femoral artery and another sent was deployed at the aneurysm neck. There was no reported clinical consequence to the patient.

Manufacturer narrative:
A device history record review confirmed that the device met all material, assembly and performance specifications. The device was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. A review of the labeling found that the reported event is noted as an anticipated procedural complication associated with such procedures and is listed as such in the device dfu. From the investigation it is most likely that the highly tortuous anatomy and interaction with the second stent system resulted in the stent migration and therefore the most probable cause for the event is operational context.

Event description:
The device was implanted without issue at the neck of the internal carotid artery aneurysm. The physician was attempting to advance a second stent delivery system through the deployed stent but the system became caught on the stent. As the second delivery system was being removed the deployed stent was dislodged and it was retracted with the second stent delivery system to the right femoral artery. The second delivery system was removed from the patient but the stent could not be removed. A vascular surgeon surgically removed the stent from the femoral artery and another sent was deployed at the aneurysm neck. There was no reported clinical consequence to the patient.

Event description:
The device was implanted without issue at the neck of the internal carotid artery aneurysm. The physician was attempting to advance a second stent delivery system through the deployed stent but the system became caught on the stent. As the second delivery system was being removed the deployed stent was dislodged and it was retracted with the second stent delivery system to the right femoral artery. The second delivery system was removed from the patient but the stent could not be removed. A vascular surgeon surgically removed the stent from the femoral artery and another sent was deployed at the aneurysm neck. There was no reported clinical consequence to the patient.